Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 6993553 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical study. Same case as MFR# 6000089-2007-00242. It was reported that post index procedure, the pt had a stent thrombosis (st). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the first obtuse marginal (om1). The lesion was 3 mm wide, 10 mm long, and 70% stenosed. There was mild calcification and tortuosity. The physician predilated the lesion prior to placing a 3.0 x 12 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the second obtuse marginal (om2). The lesion was 3 mm wide, 18 mm long, and 99% stenosed. There was mild calcification and tortuosity. The physician direct stented the lesion with a 3.0 x 20 mm taxus express2 stent. Residual stenosis was 0%. The pt received angiomax during the procedure. The pt was discharged one day later on aspirin and plavix. On day 673, the pt had the st. The pt was hospitalized, and a catheterization without an intervention was performed. The pt's medication regime was changed (details unk). The pt was discharged the same day. In the opinion of the physician, there is an unk relationship between the st and the taxus stent.